Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The helix/lobe was distorted/bent, nad the guidetooth had been damaged. The lead appeared to have been damaged at implant. The analyst noted that the lead was received with the steroid ring torn, and it could not be determined at that time when that had occurred.

Event description:
It was reported that the ventricular lead thresholds were unmeasurable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.